Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had stored treated and untreated episodes that were requested for review. Technical services (ts) analyzed device episode data and determined that the shock that was delivered was inappropriate due to oversensing of noise. It was noted that the patient was bending over at the time. Ts advised in-clinic evaluation including isometrics and pocket manipulations to determine best programming vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.